Event description:
It was reported that a vlift cage securing mechanism disengaged post-operatively. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay. There are no plans for revision surgery at this time as the clinical outcome is sufficient.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device history and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. From vlift surgical technique: patients involved in an occupation or activity that applies excessive loading upon the implant (e.g., substantial walking, running, lifting, or muscle strain) may be at increased risk for failure of the fusion and/or the device. Patients should be instructed in detail about the limitations of the implants, including, but not limited to, the impact of excessive loading through patient weight or activity, and be taught to govern their activities accordingly. The procedure will not restore function to the level expected with a normal, healthy spine, and the patient should not have unrealistic functional expectations. Root cause of the reported event cannot be determined since the device was not returned. Potential causes include: improper locking of distraction mechanism during initial surgery, locking mechanism loosening, incorrect device assembly, instantaneous loading/fatigue, and/or patient activity.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that a vlift cage securing mechanism disengaged post-operatively. There were no adverse consequences to the patient and the procedure was completed successfully without surgical delay. There are no plans for revision surgery at this time as the clinical outcome is sufficient.